Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl. The pod was leaking while worn for less than an hour. The patient reported being unsure if the cannula was properly seated in the infusion site. As treatment, a new pod was applied.

Manufacturer narrative:
It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.